Manufacturer narrative:
(B) (4). (B) (4). The device was discarded. The lot # was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: post procedure. It was reported that 6 days post xact stent implantation in the right internal carotid artery and 5 days post triple coronary bypass graft, the pt experienced a left middle cerebral arterial stroke with aphasia and swallowing difficulty. Metoprolol was held and speech therapy was provided. The pt was discharged to rehabilitation two days later. Symptoms were improved but continuing. Though requested, no additional info was provided.